Manufacturer narrative:
Sections with additional information as of 31-july-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer experiencing numbness in his fingers/toes after administering metformin based on meter result. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in follow-up calls on 29-jun-2023 and 05-jul-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated that he was at work and would contact manufacturer if further assistance is needed.

Event description:
Consumer reported complaint for high blood glucose test results and meter not powering on when a test strip was inserted. The customer is concerned with test results from result obtained that morning of 283 mg/dl am fasting. The customer does not know their expected blood glucose test result range. Customer stated that when he had obtained the result of 283 mg/dl he had been experiencing symptoms of thirst and frequent urination. Customer stated he had administered metformin based on the result. Customer stated that he then began to experience low blood glucose symptoms of numbness in his fingers and toes. At the time of the call the customer feels well and did not report any symptoms; customer stated that he had drunk water and was starting to feel better. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/30/2024 and open vial date is (B)(6) 2023. The meter memory was not reviewed for previous test result history. During the call the true metrix air meter powered on using the power button but not when a test strip was inserted.